Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the mechanical base plate fluid damage, the ccd module fluid damage, the lg cable connector fluid damage, the plug to cable attaching base broken, the glass rod cracked, the control body corroded, the mechanical base plate corroded, the lg cable connector corroded, the light guide cable leak, the bending rubber cut, the light guide cable cut, the u/d knob loose, the distal body worn out, the insertion flexible tube (ift) bump, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.